Event description:
Upon reviewing subject's recent chest x-ray, which was taken at annual follow-up visit, a defect with one of the longitudinal spines can be appreciated. It appears as though that the spine has fractured as well as migrated proximally into the left chest.